Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope had foreign objects inside the air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that there was adhesion of the foreign material to the air/water cylinder and air/water channel. However, a definitive root cause could not be determined. It was unknown whether there were any deviations from the instructions for use during the reprocessing steps in the areas where the foreign material was found. No physical damage was observed at the locations where the foreign material was present. The foreign material was white. The use of products that contain silicone can cause deposits of white foreign material to appear. Silicone is present in simethicone, a defoaming agent, lubricants and so on. It is possible that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. The instruction manual states the detection method associated with the event in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.